Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed good condition with no appearance of any physical damaged on pump. Customer's reported issue was not duplicated. The reading are within the required specifications. The root cause of the reported issue could not be determined. Pump operated as intended. Actions taken to mitigate the reported issue: replaced tapered spring, size pot and barrel clamp head screw for preventive measure. Performed syringe test and all functional testing which passed. UDI information is unknown.

Event description:
It was reported that device is not pumping properly. No patient injury reported